Event description:
It was reported to boston scientific corporation that a biteblox device was being prepared for use in a procedure on (B)(6), 2023 upon opening the device package during preparation, a hair was noted inside the package. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device. Block h10: investigation results one blox bite block was received for analysis. Media analysis of the returned device found a hair inside the sealed bite blox pouch. The reported event of device foreign material present in device is confirmed. The hair is likely a result of the supplier's quality control process, specifically, the manufacturer's ability to control and verify foreign material specifications, as the pouch had not been opened for use, and no damage was observed to the pouch. Therefore, based on all gathered information, the complaint investigation conclusion code selected is quality control deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a biteblox device was being prepared for use in a procedure on (B)(6) 2023 upon opening the device package during preparation, a hair was noted inside the package. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the customer. The photo shows a hair was inside the package.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device.